Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the emergency room via paramedics on (B)(6) 2017. Customer's blood glucose was 600 mg/dl. Customer had symptoms such as lethargic and slow to respond. Customer was not yet treated at the time of call. The cause of customer's hospitalization was pending labs. Customer was wearing insulin pump at the time of hospitalization. Hospital nurse was requesting assistance with suspending insulin pump. Caller received assistance.